Event description:
It was reported that the patient present in clinic for an initial implantable cardiac monitor (icm) implant procedure. Post-procedure, interrogation of the icm revealed it failed to sense any r-waves. The icm was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
Additional information received indicated that the initial implantable cardiac monitor (icm) was sensing noise as well.

Manufacturer narrative:
The reported field event of loss communication with the device was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.